Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are rupture, misshaped breast, and patient concern with the product.

Event description:
Healthcare professional reported a left side rupture, "misshaped," and patient concern with the product. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis: device photographs for the device related to the reported event were reviewed. Visual analysis of the photographs identified a broken shell. Due to the impossibility to perform microscopic analysis with device analysis performed through photographs, it is not possible to determine the most likely failure mode. Additional, corrected, and/or changed data: b.5, d.7, h.6.